Event description:
It was reported that the patients right atrial (ra) lead was exhibiting increasing and high thresholds. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model: 6935m55, lead; implant: 2013 (B)(6). (B)(4).